Event description:
During an endoscopic resection of a prostate edema there was an intra-vesical explosion with apparent vesical rupture 8cm long at 3 to 4cm of prostatic capsule. A formal laparotomy had to be performed.